Event description:
Patient was implanted with an obtape transobturator sling. According to the patient's attorney, the patient experienced pain, recurrence, organ perforation urinary problems and dyspareunia. No other information is available.

Manufacturer narrative:
Vaginal erosion, extrusion, dehiscence and infection are know complications associated with the use of both synthetic and antilogous/donor tissue pub-vaginal slings for treatment of urinary incontinence, surgical technique variables, and a history of previous or concurrent uro-bynecology surgical procedures can affect the rate of this occurrence. In addition, pre-existing co-morbidities that affect healing such as obesity, hypertension, immunosuppression, diabetes, recurrent vaginal or urinary tract infections, and post-menopausal vaginal mucosal changes can contribute to an increased incidence of these events.